Event description:
Customer reported that the scroll went to the maximum amount and requested the insulin pump to be replaced. Customer stated that no insulin over delivery has occurred. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.